Event description:
Upon follow up, company representative informed that the root cause, after long investigations by reporter, was realized to be the site's/customer's air condition (a/c filter) in the laser room.

Event description:
A doctor of ophthalmology reported that a patient was found with diffuse lamellar keratitis in the right eye post lasik. Additional information has been requested.

Manufacturer narrative:
This machine was visited by company representative and checked, no parts were replaced. The root cause is the air condition in the operation room. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).